Event description:
It was reported by a non-medical professional that the patient underwent a left l4-l5 and l5-s1 tlif including the placement of pedicle screws and a fusion cage. After the surgery, the patient was noted to have heavy weak left foot dorsiflex. A CT scan showed misplacement of the pedicle screws which were encroaching on the left l4-l5 nerve roots. In late 2006, the patient was noted to have foot drop of the left side and underwent a revision where the pedicle screws were removed and a spinal stabilization plate was inserted.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.